Event description:
It was reported the gastrointestinal videoscope had blurry lens. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d9, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the complaint was confirmed, and the determined cause found the glass of the (ccd) charged coupled device was cracked and therefore causing the image to appear blurry. Therefore, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.